Manufacturer narrative:
The exposed portion of the soft cannula was observed to kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. A leak test was performed and the fluid path was inspected, and no issues were found that would result in leaking during wear. No additional damages or defects were found with the device that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod longer than 48 hours on the hips/buttocks. For treatment, the patient changed out the pod for a new pod and gave manual injections. The pod was leaking.